Manufacturer narrative:
Review of the analyzer run data showed that the alleged runs had stable amplification curves for the sars-cov-2 target, indicating they were valid positive results. No curves anomalies from the system perspective were observed. Further investigation on the reagent kit did not identify any product issues. Facility name is truncated due to character limit full facility name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results generated on 2 samples when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. Sample (1), a bronchoalveolar lavage (bal) sample, tested positive for sars-cov-2 on the cobas® liat system. A repeat test was performed on an unknown platform at a partner lab. The result was negative. The customer indicated that due to the chest x-ray result and blood values the doctors requested a confirmation test for the bronchoalveolar lavage (bal) fluid sample. Sample (2), a nasal/throat sample, initially tested positive for sars-cov-2, upon a repeat on the same system the result was confirmed as positive. A repeat test performed on an unknown platform at a partner lab generated a negative result for sars-cov-2. It was indicated that sample (1) was a bronchoalveolar lavage (bal) fluid sample and sample (2) was a nasal/throat sample. The method sheet of cobas® sars-cov-2 & influenza a/b test indicates: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. Both patients were temporarily placed on quarantine, then released, once the retests were confirmed to be negative. No harm is alleged. An investigation was conducted to evaluate the customer issue. Per the FDA guidance, 2 mdrs will be filed.